Event description:
The manufacturer received information alleging service required and display damage. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for evaluation. During servicing of the device, burnt pca and rusty flex cable were observed.